Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation. Troubleshooting was performed, including reprogramming; however, high signal artifact was observed, and a closed loop program could not be established. It was confirmed that the evoke closed loop stimulator (cls) had been exposed to electrocautery during a previous surgery, and it was suspected that the evoke cls may have been damaged due to electrocautery use. A revision procedure was performed to replace the cls and resolve the reported event.